Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets tube kinked. Infusion set had been used for 1 hour. High blood glucose level was treated with multiple daily injection. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).